Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs meter that could impact the interpretation of results. The meter was initially not turning on. The customer stated after he was able to turn on the meter, half of display did not appear. When performing display check, only part of the date field was visible and only the top and bottom segments and some segments appearing in the lower right 8 of the "888" field. There was no allegation of an adverse event. No tests were performed using the meter since the missing segments were noticed. The suspect product was requested to be returned for investigation. Replacement product was sent.